Event description:
It was reported that the chronic driveline infection was confirmed and cultured were identified. The patient complained of abdominal pain due to this. The infection was treated with oral minocycline indefinitely and was not resolved. The patient did not have any acute symptoms of infection and would continue suppressive oral antibiotic therapy. Pericardial fluid sample was not attained. The patient was discharged to correctional facility.

Manufacturer narrative:
E1: reporter email was unavailable. Related MFR # 2916596-2023-08120. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.